Manufacturer narrative:
Zimmer biomet complaint (B)(4). Source country (B)(6). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was confirmed. After reviewing complaint and condition of complaint product as returned, the inserter threaded tip had fractured as stated in the complaint. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a total hip arthroplasty on an unknown date, the screw thread was damaged. Another g7 impactor was used to complete the procedure. No further information available. No adverse events have been reported as a result of the malfunction.